Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).according to the physician, the patient was seen approximately one month following the procedure date, and reported no complaints at that time. The patient has not been seen since.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.